Manufacturer narrative:
The catalog number identified is a hospira international product, which is same or similar to a device that is marketed domestically. The domestic similar list number is indicated in "other". The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received from an internation affiliate (abbott (B)(6)) of leakage below the flush device of the transducer. It was reported that within one hour of connecting the set to the patient, blood backed-up into the tubing, leakage was noted at the 3-way stopcock, and then "a crack was also found at the point of leakage." The clinician retightened the connection; however, blood remained in the tubing. As a result, the set was replaced with a new one. There was no blood loss associated with this event. There was no reported adverse patient effects. Though requested, no additional information was provided.